Event description:
Patient had shunt revision on (B)(6) 2016 with insertion of strata mr valve. Patient moved away and now resides in (B)(6). We were notified that she was having repeated shunt malfunctions and had two surgeries for shunt exploration which were negative and she ultimately underwent an externalization to abate her shunt malfunction symptoms. We were consulted by her (B)(6) team and recommended explanting the strata mr valve and using another valve. Dates of use: (B)(6) 2016- (B)(6) 2017. Diagnosis or reason for use: hydrocephalus. Event abated after use stopped or dose reduced: yes.